Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer had been using a third-party wall adapter, and attempts to charge the pump with a different wall adapter did not resolve the issue. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping. In case the battery depleted before receiving the new charging supplies, the customer was advised to rely on insulin injections.